Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot 14c045 was manufactured on march 18, 2014 to march 19, 2014. The sample was received for evaluation. During the visual inspection a solid white particle, approximately 1.55 mm in size, was identified floating in the fluid of the bladder. A fourier transform infrared scan determined that the particle was acrylic. The cause of the particulate matter is unknown. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that particulate matter was identified inside of the reservoir of a small volume intermate. This was noticed after filling with meropenem and before patient use, so there was no patient involvement. No additional information is available.